Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced high blood glucose readings, weak battery, failed battery test and blank display. The customer's blood glucose reading was 444 mg/dl. The customer treated with a shot. The customer woke up and the screen was blank. The customer kept receiving failed battery test after last night. The insulin pump will be returned for analysis.